Manufacturer narrative:
The returned device was evaluated. During this testing the unit was unable to power on using battery power; the device powered on when using ac power but did not remain on when switching to battery power. The battery was replaced and the device functioned as designed.

Event description:
It was reported the device will not hold a charge for more than a few seconds. No patient impact or consequences reported.